Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Model number: unknown, as product serial number was not provided. Serial number: unknown/ not provided catalog number: unknown, as product serial number was not provided. Expiration date: unknown, as product serial number was not provided. UDI number: unknown, as product serial number was not provided. Explant date: not applicable, as lens remains implanted. Telephone number: (B)(4). The intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a filament encrustation in the intraocular lens (iol) was observed after the lens had been implanted into the patient's eye. The iol remains implanted. No further details were provided.